Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of 423 mg/dl. Customer treated with the insulin pump. Customer had changed the reservoir and sensor. The insulin pump not in auto mode since the customer received calibration errors. Customer did not mention any symptoms related to high blood glucose level. Troubleshooting for high blood glucose was not performed. The device will not be returned for analysis.